Event description:
It was reported by the patient that this cardiac resynchronization therapy defibrillator (crt-d) was not functioning properly and completely shut down after a couple of weeks being functional. Subsequently, this crt-d was explanted, replaced with different model and returned for analysis. No additional adverse patient effects were reported. Additional information from the field indicates this device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
No report was required for this event as additional information from the field indicates this device was explanted due to normal battery depletion (nbd).

Event description:
It was reported by the patient that this cardiac resynchronization therapy defibrillator (crt-d) was not functioning properly and completely shut down after a couple of weeks being functional. Subsequently, this crt-d was explanted, replaced with different model and returned for analysis. No additional adverse patient effects were reported.